Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the set screw slipped during insertion into the bone screw and could not break off. All of the hardware was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Additional info: visual and microscopic inspection identified flank damage and deformation at the leading edge of the set screws, with additional def ormation noted along the upper flank of the thread, consistent with overloading of the implant.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.